Manufacturer narrative:
Device analysis: the device was returned for analysis. A visual examination found the stent of the device to have been fully deployed from the delivery system. The deployed stent was not returned for analysis. The sheath of the device was noted to be kinked. The device could not be loaded on to a guidewire due to the kinking of the sheath, confirming the reported event. No other issues were noted during analysis. It was not known when or why the inadvertent deployment of the stent occurred.

Event description:
Reportable based on device analysis completed on 05nov2025. It was reported that the stent delivery system was unable to advance over the guidewire. An epic stent was selected for use in the percutaneous transluminal angioplasty procedure. During the procedure, the stent delivery system was unable to advance over an unknown 0.035 guidewire. The epic was exchanged, and the issue was resolved. There were no patient complications as a result of this event. However, device analysis revealed that the stent had inadvertently deployed.